Event description:
Customer reported their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to ensure the pump was unplugged before trying a specific method to turn it on and later to connect it to a known working power source, but customer lacked charging supplies and planned to call back. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.